Manufacturer narrative:
The explanted device is not available for analysis. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The patient had significant preexisting conditions that included synechiae and prior alt. Prior laser trabeculoplasty (other than slt) is contraindicated. Device migration, microstent-iris touch, and iop elevation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
Ivantis became aware of the following adverse event from a foreign registry study. The hydrus microstent was explanted from a patient on (B)(6) 2018. It was noted there was "displacement of hydrus microstent on the iris. The hydrus was removed." Additional information was received on december 9, 2019, stating that the hydrus "moved out of the angle and advanced in the anterior chamber having this way contact with the iris." It was also reported, there were no signs of iritis or iris defect, but the patient had high iop. Note: the patient had an iop of 20mmhg on no medications at the postoperative visit on (B)(6) 2018. On (B)(6) 2018, prior to surgery the iop was 19mmhg. In response to the question of intraoperative observations/complications during implantation, the customer reported the surgery was complicated and difficult to view schlemm's canal due to "loads" of goniosynechiae and a bit of blood. The hydrus was first implanted unsuccessfully at the 8 o'clock position, reloaded and repositioned properly at the 10 o'clock position. Relevant ocular history for this patient included, selective laser trabeculoplasty, argon laser trabeculoplasty, cataract surgery, and glaucoma medication intolerance.